Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed no delivery. The customer had issues with no delivery alarms and high/low blood glucose levels. Every time they changed the infusion set, the insulin pump did not deliver insulin for a long time. His blood glucose level was close to 500 mg/dl. The customer only treated his blood glucose level with the insulin pump. He noticed the motor sounded different. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, and excessive no delivery alarm test. No motor error alarm was noted. The insulin pump functioned properly. However, a noisy motor was noted during testing due to a faulty motor. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube window corners, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.